Manufacturer narrative:
H4: the device was manufactured from february 1, 2019 - february 4, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and a leak was observed inside the bag that contained the device. The reported condition was verified; however, due to the nature of sample, no additional testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the blue wing cap of a large volume infusor. The device was filled with sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.